Event description:
During a clinic follow-up, the device was unable to be interrogated using ble telemetry. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was received with no telemetry and the battery voltage at end of service (eos). The device was cut open and high current drain on the hybrid was noted. Further analysis was performed, and an integrated circuit anomaly was revealed to be the root cause of the high current drain and premature battery depletion. A device history review (DHR) was performed to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution.